Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Additional device information unknown / not provided. Email address was not provided. Premarket identification PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the implant at tooth site 4 was removed due to an infection and bone loss, it fractured on the neck portion. Additional appointment required: yes, to place a new implant.

Event description:
Product has been updated form biomet implant to zimmer implant.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined this MDR was not filed under the correct MFR number. This event will be reported on MFR 0002023141-2021-01485. Zimmer biomet complaint number (B)(4).